Event description:
The customer reported to olympus, the high definition camera head had inversion image misalignment and inversion image is upside down. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The focus knob was misaligned with the focus ring. After realigning the focus knob with the focus ring, image tested normal. A labeling review was conducted. Per page 33 of the instructions for use: "when using the camera head while its main body is hanging down, rotate the main body to align the two notches shown in figure 4.4 so that orientation of the endoscopic image on the monitor becomes correct". A device history record review was completed, and no issues were identified. Although the investigation could not determine the exact cause of the failure, it was most likely caused by the user not correctly aligning the focus ring with the focus knob. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.